Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump battery was observed to be depleting quickly. The customer reported the pump battery depleted approximately 68% within one day. Subsequently, the pump shut off due to insufficient power. There was no reported impact to the customer's blood glucose level. Multiple follow up attempts were made to gather additional information from the customer; however, the customer did not respond to follow up attempts.